Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited intermittent low pacing impedance and noise oversensing resulting in pacing inhibition. Additionally, the rv lead was found to be damaged upon removal. Both the pacemaker and the rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.